Event description:
It was reported that the patient with this pacemaker experienced pacemaker mediated tachycardia (pmt) and far field oversensing, which was resolved after reprogramming was performed. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.